Event description:
It was reported that the patient had a ventricular tachycardia and the device could not convert it. It was noted that the patient received four appropriate shocks for ventricular tachycardia. The lead was repositioned. The patient was stable prior, during and post procedure.